Event description:
It was reported that during an avnrt procedure, noise was noticed during ablation. After following up with the customer for detailed information regarding the event, on (B)(6) 2012 additional information was provided by the customer stating that the noise occurred on all the channels from both carto and ep recording systems at the same time. Also, the physician was not able to interpret the signals while ablating. This additional information from the follow-up made this event reportable and changed the alert date to (B)(6) 2012. The procedure was completed without any patient consequence by exchanging the remote control.

Manufacturer narrative:
Manufacturer reference #:(B)(4). It was reported that the device was generating noise during ablation. The reported issue could not be duplicated at the repair center. The device was also subjected to safety and functional testing and all tests passed. The customer also clarified during follow-ups that the noise disappear by disconnecting the ECG out cable from the stockert. This cable was connecting to a ge pin box. The failure is not related to the stockert. A DHR review shows the device passed final manufacturing tests prior to shipment to the customer. No similar issues have been identified in the past with this device.

Manufacturer narrative:
Investigation is still in progress. A supplemental report will be submitted to the FDA once that the repair record investigation is completed. (B)(4).